Event description:
The complainant reported to boston scientific (bsc) that a male pt (age unk) underwent a diagnostic bronchoscopy in 2006. During the procedure, a pulmonary biopsy was obtained with a radial jaw pulmonary biopsy forcep. As the device was being removed, the physician noted a "sound of a snap". The forcep was removed with the scope. Upon removal from the scope, the physician has indicated the components (biopsy sample and device) were accounted for and that it "looked like the wire snapped". No component detached within the pt anatomy. The procedure was completed with another of the same device. The pt did not sustain any reported adverse effect as a result of the biopsy. The pt's condition is noted to be `ok'.

Manufacturer narrative:
This device has not been rec'd by this MFR. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.